Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right breast implant saline mentor smooth round moderate profile 425 cc, lot number 239355, catalog number 3501670. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 425 cc saline breast implants that deflated on the left side after implantation. The issue of deflation was diagnosed during the physical examination. As a result, the patient had the device explanted on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device was received without fluid. White foreign material was observed within the device. Product evaluation team observed a rent at valve. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. On 4/16 2018, additional information indicated that the patient elected to do bilateral removal and replacement the replacement device are as follow: left catalog number 3502425, lot number 7481510, serial number (B)(4). Right catalog number 3502425, lot number 7481510, serial number (B)(4). Manufacturer¿s reference number: (B)(4).